Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one guide wire inserted through an acute hemodialysis catheter for analysis. In addition to being inserted through the catheter, signs-of-use were observed on the guide wire, which contradicts the customer report that this event occurred before use. Confirmation from the customer revealed that the kinking was observed before use, but the device was proceeded to be used on the patient. Visual analysis revealed six major kinks across the guide wire. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were secure and intact. During normal assembly, these kinks would have been located within the protective guide wire tubing, protective it from damage. The kinks in the guide wire measured 321mm, 392mm, 410mm, 441mm, 466mm, and 481mm from the proximal weld. The guide wire total length measured 682mm, which is within the specification limits of 678mm-688mm per the marked guide wire product drawing. The guide wire outer diameter measured .857mm , which is within the specification limits of .838mm-.877mm per the marked guide wire product drawing. The guide wire was inserted through the returned hemodialysis catheter. Minor resistance was encountered at the kinking; however, the guide wire was able to pass completely through the catheter. Performed per IFU statement , "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal ends of the guide wire were secure and intact. The manufacturing facility was contacted as part of this complaint investigation. They indicated that this guide wire is 100% inspected for damage during the assembly process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. Six kinks were observed on the guide wire body. Despite this, the guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal assembly, the kinked portions of the guide wire would have been located inside the tubing assembly, protecting it from damage. Additionally, the customer stated that the guide wire was used despite the damage observed while opening the kit. Based on these circumstances, it cannot be confirmed when the guide wire became kinked. Therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.